Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after power up the arctic sun device pump was heard running and screen failed to come up. Then a short while later one beep was heard, and the pump shut down. The event occurred during general maintenance by the biomed.

Event description:
It was reported that after power up the arctic sun device pump was heard running and screen failed to come up. Then a short while later one beep was heard, and the pump shut down. The event occurred during general maintenance by the biomed.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.